Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Additional information was requested and the following was obtained: did anything unexpected happen prior to this incident? No. Was the clip fully advanced into the jaws? Yes. Did the procedure drive the need to apply torque or twisting of the device? Please specify the size of the colic artery? Were any unexpected noises heard? If so, when? No. Was the device fired after this incident in or out of the patient? Yes , after, out of the patient. What were the patient¿s pre-existing conditions? Does the patient have any relevant history of surgical treatments? If so, what? How much blood did the patient lost? Was a transfusion required? No. Was the patient taking any anticoagulants? If yes, specify prescribed medication. Did the surgeon or anyone else mentioned difficulties with the device during that surgery? Yes. Was the additional procedure time only caused by the difficulties with the device? Or were there other circumstances, patient conditions or surgeon¿s preferences that may have cause the additional time? Yes, it was only caused by de difficulties with the device what is the age and sex of the patient? What is the current status of the patient? He is ok.

Manufacturer narrative:
(B)(4). Additional information: additional information was requested and the following was obtained: what procedure was being performed? Lap colorectal procedure. Specific details on the pathology are not available. Did the procedure drive the need for torque? No. Did the device successfully load a clip in the jaw prior to inserting the device in the patient? The first clip was not released upon pressing on the trigger I don¿t know if it was on the jaw. Was there success in loading the clip both inside the patient and outside the patient? I don¿t know. What was the approximate size of the vessel? I don¿t know. What caused the bleeding? The bleeding was caused when the surgeon tried to remove the malformed clip. Please clarify the referenced to hospitalization required ¿ was the hospital stay longer than originally scheduled? I don¿t know. Why was hospitalization required? I don¿t know. Did the additional 45 minutes have an impact on the patient? No. How long has the surgeon been using the er320 device? + 5yrs. Was the surgeon using ligamax prior? No. Based on the photographic evidence and the ability to replicate similar failures, the belief is that the cause of this complication may have been excessive force applied to the device jaws during firing and/or firing over another clip.

Manufacturer narrative:
(B)(4). Additional information: the analysis result showed that the er320 instrument was received empty, locked out and the jaws were found to be in a yielded condition making the device non-functional. The device is designed to lock out when all the clips have been fired. No functional test could be performed due to the returned condition of the device. Possible causes for the jaws condition may be if the device is closed over an existing hard object or clip placing stress on the jaws causing them to distort or yield and not return to their original dimensions/position or excessive application of torque to the jaws when positioning the device on a vessel. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. It is known from the history of the device that the condition of the jaws may lead dropping/ejected clips. Due to the condition of the returned device it could not be determined what may have caused the reported event. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic rectus procedure, when using the device on the colic artery, the first clip was not released upon pressing on the trigger. The following clips came out in a "v" shape and ultimately caused severe bleeding on the patient when the surgeon tried to remove them. Another like device was used to complete the procedure. Surgery was prolonged forty-five minutes. Hospitalization was required.